Event description:
In late 2008, the patient's father reported that the patient's infusion site had fallen off. The patient then reported that 2 weeks ago, she noticed that the infusion site had fallen out while she was getting dressed. The infusion site had been in use for 1 day. She stated that she cleanses the area with alcohol and IV prep wipes, and she allows her skin to dry prior to insertion. She stated that she has experienced elevated blood glucose in the past as a result of infusion sites falling off but she was unable to provide details. She stated that her blood glucose has been as elevated as 300 mg/dl. She stated that she would inject insulin to lower her blood glucose. Her normal blood glucose range is 140-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.